Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration location within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab leaked. Blood was noted in the catheter.